Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: did the event occur during sterile processing? Yes, did the event occur during field inspection? Yes, did the event occur during internal service activities such as calibration? No, patient status/ outcome / consequences no patient involvement, the following information was requested, but unavailable: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, h3 investigation summary according to the information received, it was reported that order (B)(4) but when they received and opened to use, they find out that: - outside of box: code w10b55.- inside of box: (B)(4) units of w6977m. The product was returned to ethicon for evaluation. One open box that pertains to product code w10b55 lot 101hek with twelve representative unopened samples that pertain to product code w6977m lot 101hep was received for analysis. A photo was provided, and it showed some overwrap packets that pertain to product code w6977m, and one empty box that pertain to product code w10b55 lot 101hek. Due to this discrepancy, a further investigation was conducted. However, it was not possible to ascertain whether the samples were placed inside the box. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. The facility ordered a specific product code, but when they received and opened to use, the unit inside is a different code of the code printed outside the box, can not use. No adverse patient consequences were reported.